Event description:
A us distributor contacted zoll to report that a patient was experiencing itchiness under the back therapy electrodes. The patient reported that there was liquid coming out near the right shoulder blade. There was no alleged device malfunction contributing to the irritation. Patient discontinued the use of the lifevest by a physician due to the irritation. Follow up indicated that the skin is getting better and drying out..